Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During functional testing of the system controller, movement of the white power lead resulted in a low voltage advisory alarm. In addition, when the system was running with just the white power lead connected a yellow battery alarm occurred and progressed to a red battery alarm. During further evaluation, the black power lead was found that the brown conductor (battery fuel gauge line) was compromised and exposed and the adjacent yellow inner conductor (alarm out) was kinked. When interrupted, the battery fuel gauge line may result in power cable disconnect and low voltage alarms, consistent with the reported event. The alarm out wire is responsible for signaling the power base unit (pbu) or power module to alarm when the system controller alarms, and when this line is interrupted it may result in false alarms from the pbu or power module. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff that intermittent beeping and flashing leds were occurring from the system controller when the pt was on battery power and connected to the power module. It was also reported that low voltage alarms were noted in the system controller log file during these events. The system controller was exchanged without incident.